Manufacturer narrative:
Additional information: one knife sample was received in an opened blister package. The sample was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that no additional complaints were associated with the reported lot. How the returned blade sample became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A surgical technician reported that two consecutive knife blades were dull during the same procedure. The surgery was completed by using the second knife though additional force was required. There was no impact to the patient.